Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced sweating, dizziness, and was unable to self-treat, requiring third-party treatment of a glucagon injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.